Event description:
Patient with large uterine fibroid, undergoing a robotic assisted total laparoscopic hysterectomy. The suction irrigator was attached to robot arm one. Shortly after the surgery began, it was noted that robot arm one had a blinking/flashing orange light. The surgical assist indicated that the suction irrigator was working fine so they continued to use it. The blinking orange light also continued to blink throughout the surgery. When the surgery was over, they were unable to remove the suction irrigator from the trocar/it could not be removed by pulling it through the trocar. The trocar and irrigator were then removed together. (See photos) it was then noted that the tip of the suction irrigator was shifted and off centered, (broken?) But the tip was intact with no missing pieces. The trocar would not slide off the suction irrigator, so the doctor cut the tip a little to get the trocar off. The photos show the device before the tip got cut. No harm to patient.